Manufacturer narrative:
Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy mitek; however, it is not known if it will be received within the 30 day reporting requirement, therefore, depuy mitek would like to file this initial medwatch report at this time. When and if additional information is received it will be reflected in a follow-up medwatch report. In transit.

Manufacturer narrative:
The complaint device was received and reviewed together with an npd engineer. The inserter was examined and no anomalies were observed. Under magnification, the ti part of the complaint anchor was examined and no anomalies were found, as well. The deployment gun was not sent back with the complaint. The peek portion is missing as reported, confirming the complaint. A batch review was conducted to determine if there were any internal processing issues, which would have contributed to the nature of the product complaint. Our results indicate that this batch was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the (B)(4) complaints system revealed no other complaints for this lot of devices that were released to distribution. One possible cause for the reported failure is likely an old/worn/¿sticky¿ deployment gun that does not always return to the ¿home¿ position after the trigger is actuated, which cannot be confirmed with the deployment gun not sent back. Other than this possibility, we cannot discern a root cause for this failure at this time. No further actions are warranted. (B)(4) will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
Double row cuff repair surgery was planned. The surgeon used versalok anchor. The anchor did not get deployed as the versalok gun did not fire. The peek portion of the anchor was lodged in the bone and the titanium portion did not get deployed. The surgeon thought it to be a user error and used the second anchor. The same problem persisted as the gun was jammed and was not locking the anchor. The second versalok anchor was used thinking the versalok gun might have not fired during first attempt but the problem persisted as the gun was jammed. The surgeon discontinued the product and used the alternate competition implant and lead to successful surgery. Procedure was prolonged 45 minutes. See associated med watch # 1221934-2014-00364, 1221934-2014-00365.

Event description:
Double row cuff repair surgery was planned. The surgeon used versalok anchor. The anchor did not get deployed as the versalok gun did not fire. The peek portion of the anchor was lodged in the bone and the titanium portion did not get deployed. The surgeon thought it to be a user error and used the second anchor. The same problem persisted as the gun was jammed and was not locking the anchor. The second versalok anchor was used thinking the versalok gun might have not fired during first attempt but the problem persisted as the gun was jammed. The surgeon discontinued the product and used the alternate competition implant and lead to successful surgery. Procedure was prolonged 45 minutes. See associated med watch # 1221934-2014-00364, 1221934-2014-00365.